Manufacturer narrative:
Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. Svc defib lead impedance greater than 200 ohms on 2015-(B)(6). (B)(4)

Event description:
It was further reported that the lead exhibited a possible fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-45 lead, implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that the device was alerting due to high and out of range superior vena cava (svc) impedance on the right ventricular (rv) lead. The svc impedance stays stable except for spurious excursions out of range. The lead remains in use. No patient complications have been reported as a result of this event.